Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified the gauge broke. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed by provided photo. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: south africa. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the depth gauge is broken due to wear and tear. Attempts have been made and additional information on the reported event is unavailable at this time.